Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: cant prime at beginning with prefilled saline syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: can¿t prime at beginning with prefilled saline syringe.

Manufacturer narrative:
H6: investigation summary: a 20039e product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21085801. Further information provided by the customer indicates that the occlusion occurred upon connection to an unknown luer lock syringe, and that no issues were faced during connection with another syringe. As part of the investigation the customer provided a photograph of the connecting syringes, however no obvious manufacturing defects were visible which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085801did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: can¿t prime at beginning with prefilled saline syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-jul-2022. H6: investigation summary: one 20039e sample from lot 21085801 was received in opened packaging for investigation. The customer also returned one unknown 5ml luer slip syringe without packaging and twenty-one 0.9% nacl 5ml angel syringes to assist the investigation. One of the angel syringes were received without packaging whilst the remaining twenty were received in sealed packaging. The feedback provided by the customer indicates that the occlusion occurred upon connection to an unknown luer lock syringe. A visual inspection of the returned 20039e sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer¿s experience. The returned 20039e sample was then subjected to functional testing by connecting it to the returned 5ml luer slip syringe, the 0.9% nacl 5ml angel syringe received without packaging, ten angel syringe's received in sealed packaging and a 50ml bd plastipak syringe from stock; in each instance the smartsite piston opened and no flow restrictions or occlusions were detected. However a visual inspection of the returned angel syringes identified that some flash was visible on some of the syringes, as well as a raised ring around the edge of the male luer tip. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085801 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. CAPA 1998036 has been initiated.